Manufacturer narrative:
Reported event of catheter broken. Investigation results: a visual examination of the complaint device revealed that the catheter was broken in two pieces. It was also noted that only the proximal part of the catheter was returned. Functional analysis could not be performed due to the condition of the device. There is not enough information and evidence available to determine a root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure on (B)(6) 2017. According to the complainant, ¿there was a split at the end and it was leaking at the top near the syringe.¿ no patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted investigation results revealed that the catheter was broken in two pieces, therefore, this is now an MDR reportable event.